Event description:
One hour post implant, the patient developed decreased pulses on the left leg. The patient was brought back to the o.r. Where the left graft limb was treated with balloon angioplasty and additional stents to restore flow. The patient has chronic atrial fibrillation and was taken off coumadin four or five days before the procedure. The physician believes that this event is not graft related.